Event description:
It was reported that after advancement on surgery , the suture broke. T1 and t2 implants were removed. The procedure was successfully completed with a back up device, delay in the case or patient injury were not reported. Revision surgery was not performed.

Manufacturer narrative:
One curved ultra fast-fix ab shelf carton containing suture construct, split cannula and patient labels were returned for evaluation. The delivery device was not returned for examination. Visual assessment confirmed that t1 is missing from the suture construct and was not returned for examination. The suture has been cut at the suture knot. The condition of the suture indicates it was cut inadvertently during use.